Event description:
A physician reported that the patient who had retinal detachment underwent vitrectomy surgery. On postoperative day two, fibrin was observed in the anterior chamber which was caused by the high number of laser irradiations. The corrected visual acuity was hand motion (hm) and inflammation findings were fibrin. On postoperative day five, severe corneal edema and marked conjunctival hyperemia were observed and the patient was diagnosed with endophthalmitis. The corrected visual acuity was light perception intraocular (lp-I) and inflammation findings were hyperemia, corneal edema, fibrin and fundus permeability. On postoperative day twelve, the patient had no light perception which means blindness along with stromal opacity and surgeon classified as disability. The patient received steroids, antibiotics and non-steroidal anti-inflammatory drugs (nsaids) as medical intervention. The outcome of the patient was not recovered. This complaint pertains to ophthalmic system involved in the reported events.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in sections h.6., and h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance-based review of the serial number was a manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the serial number was performed. There were no relevant contributing factors identified. Review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to surgical/clinical factors (unrelated to the functionality of the device). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.